Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced blockage at the site. The site was patient's abdomen. No further information available.